Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed over-sensing noise on the right ventricular (rv) lead resulting in pacing inhibition and bradycardia. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable before and after the procedure.